Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the nose tube came apart, the clutch was very dirty, the hose was worn, and the device heated up. This was attributed to normal wear. The clutch was renewed and the hose replaced. The device was repaired and returned to the customer on 02/06/2013.

Event description:
Device was returned for service. During service, technician indicated the device heated up and had a dirty, defective clutch and a worn hose.